Event description:
It was reported that a patient on continuous veno-venous hemodialysis (cvvhd) therapy experienced clotting at a sampling site within the bloodline. The clot was described as a ¿fibrinous mass¿ that formed approximately fourteen hours after the start of therapy at the red orifice of the pre-filter line and at the blue orifice of the post-filter line. With an ¿upstream increase in circuit coagulation¿ [sic], there were ¿no anticoagulation problems¿. It was reported that the event resulted in approximately 200 ml of blood loss, in addition to the discontinuation of treatment. The sample was said to be unavailable for evaluation.

Manufacturer narrative:
Plant investigation: the actual sample was not available for evaluation. However, an evaluation of the retained samples was performed by the manufacturer. The samples underwent a visual inspection where they were checked for conformity with the product specifications. The samples then underwent leakage testing where they were checked under air/liquid pressure for leaks and other assembly failures. No failures were detected. A device history record (DHR) review was performed. The results of the batch production record controls were found to be conforming. No non-conformities were observed during the manufacturing process. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Without examination of the actual complaint sample, a cause for the reported event could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous veno-venous hemodialysis (cvvhd) therapy experienced clotting at a sampling site within the bloodline. The clot was described as a ¿fibrinous mass¿ that formed approximately fourteen hours after the start of therapy at the red orifice of the pre-filter line and at the blue orifice of the post-filter line. With an ¿upstream increase in circuit coagulation¿ [sic], there were ¿no anticoagulation problems¿. It was reported that the event resulted in approximately 200 ml of blood loss, in addition to the discontinuation of treatment. The sample was said to be unavailable for evaluation.